Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death-estimated. Date of event-estimated. Date of implant-estimated. (B)(4). The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: outcomes after current transcatheter tricuspid valve intervention: mid-term results from the international trivalve registry. The serious adverse events and malfunctions referenced in the attachment are filed under separate medwatch reports.

Event description:
This is filed to report the patient deaths. It was reported through a research article, that patient deaths occurred and may be related to the implanted mitraclip. Details are listed in the attached article, titled outcomes after current transcatheter tricuspid valve intervention: mid-term results from the international trivalve registry.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. The lot history records (lhr) could not be reviewed because the products were not returned for evaluation and the part and lot numbers were not reported. It should be noted that the mitraclip system instructions for use (IFU), states that the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effect of death, is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.